Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3889-28, lot# v711743, implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
It was reported that 2 weeks prior to call after seeing his health care provider (hcp), the pt noticed that he started feeling intermittent shocking and had lumps near his neurostimulator (ins). It was indicated that patient experienced shocking or jolting sensation. It was indicated that patient had no falls or accidents, but did impact the area against the frame of his car at about that time. It was also noted that patient had difficulties walking and getting in and out of the car and he had to lean on the door frame. A follow-up report will be sent if additional information becomes available.